Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested on his aviva combo meter and received a reading in the 300 mg/dl range. He tested again on the same meter and received a reading within the 80 mg/dl range. Readings were taken within 10 minutes of each other. No adverse event. The test strips will not be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.